Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. The device is en route to gore, once received gore will initiate the appropriate investigation. Further information related to the procedure, the incident and the patient condition was requested from the hospital and were captured in the adverse event description. A review of the manufacturing records indicated the device met pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following event reportedly took place on (B)(6) 2022. A gore® viabahn® endoprosthesis with propaten bioactive surface was deployed in the vessel. The device opened regularly, but the deployment line was still connected with the prosthesis. The physician had to pull out the whole system with the sheath. Moreover, the guidewire was still in place and the physician tried to implant another device over a new sheath. According to the fsa, the whole procedure was successful and the patient tolerated the procedure.

Manufacturer narrative:
H6 corrected imdrf codes.

Manufacturer narrative:
The reported device failure mode concerning failure to release line from the catheter following successful deployment could not be confirmed as the device was returned with the zipper constraining feature partially deployed. The outer zipper was deployed to the turnaround, and the inner zipper was undisturbed. Therefore, release of the deployment line would not be available pending completion of both outer and inner zipper deployment. A kinked distal shaft observed during device evaluation and deployment to the turnaround are indicative of potential deployment difficulty, including device bowstringing. Device evaluation demonstrated partial deployment with a stuck deployment line at the hub that may have been perceived as line release failure. The reported line release failure is, therefore, consistent with deployment difficulty. However, the root cause of the stuck deployment line could not be established with the available information. Deployment ultimately continued successfully with traction at the endoprosthesis, and no apparent issues were observed with the zipper component. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. If deployment fails before device expansion occurs (the endoprosthesis remains constrained on the catheter), the device may be unable to be used after insertion which potentially may lead to the harms of nuisance (negligible severity of harm) or harms associated with increased procedure time (minor severity of harm). This would lead the physician to remove the constrained device and either use an alternative device or perform an alternative treatment. Because the device remains fully constrained on the catheter as it transverses the vessel during removal (in the same configuration which the device is advanced through the vessel during a procedure where no device malfunction has occurred), it is not reasonably foreseeable that this could lead to serious injury in a patient. The device was removed and the procedure was completed successfully with a new device. There was no reported impact or injury to the patient, therefore this report is being retracted.